Event description:
On 04/25/11, aci received a copy of the medwatch form filed by the user facility to FDA on (B)(4) 2011. The patient was a (B)(6) male. The following narrative was reported on the form: "event desc: mynx failed twice to close artery. What was the original intended procedure? Selective right lower extremity angiogram and inferior abdominal angiogram. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)" on 05/24/11, information was received from the risk manager at the user facility who reported that following the procedure, the physician chose to use the mynx device for femoral artery closure. A balloon rupture reportedly occurred. A second mynx device was used and again, the balloon ruptured. The risk manager reported that the physician believes the failures are not from an equipment issue but rather from the patient's calcium deposits within the vessel wall. The physician ended up using manual pressure to achieve hemostasis. It was reported that this did not extend the patient's stay or compromise the patient in any way. No further information was provided.

Manufacturer narrative:
This MDR is consists of 2 patient identifiers: (B)(6). The actual devices used in the reported events were returned to aci and investigated. The two reported balloon loss of pressures appeared to have been caused by longitudinal tears in the balloons. Based on the information provided and the investigation performed, the cause of the probable tears in both devices could not be determined. A review of the lhr (lot f1027701) indicated that the mynx devices met all established performance criteria prior to shipment.

Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the cause could not be determined. The review of the lhr (lot f1027701) indicated that the mynx device met all established performance criteria prior to shipment.